Event description:
Initially informed clamp (forcep) cutting umbilical cords, edges sharp. Detailed investigation (by manufacturer and importer, two samples provided, 1 sample handed over to manufacturer and 1 kept in importer of record) revealed that clamps are very smooth and well beveled edges, working fine. Besides sent samples, manufacturer and importer also check in stock, but could not find any example of sharpness of edges. In past we did not have any kind of complaint of pean clamp forcep from other customers.